Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that upon interrogation a message "diagnostics cleared due to invalid data" appeared, the data was cleared and the re-interrogation was successful.